Event description:
Primary diagnosis: hematome (appearance since 24 hours of tumefaction of the lumbar area with skin fistulisation at the bottom of the scar allowing fluid to drain hematoma) it was reported that on (B)(6) 2011, post-op, the patient was diagnosed with hematome. The following diagnostics were done on the patient: laboratory testing (abnormal) ((B)(6) 2011): abnormal vs, clinically significant 120mm (lower limit; 3, upper limit 8) abnormal crp, clinically significant 3.9% (lower limit; 0, upper limit 2.5) it was reported that the patient was implanted with rhbmp-2/acs intervention required: - prolongation of existing hospitalization: ((B)(6) 2011) - surgical intervention: hematoma evacuation and levies for bacteriological examinations outcome: resolved without sequelae on (B)(6) 2011 - study procedure relatedness: related. (As it is 2 days post procedure this is assessed by sponsor as related to the procedure) - device/other component relatedness, specify: unknown.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.